Event description:
Clarification: this event was filed, as the physician commented a failure mode that was reportable occurred 30 times. The physician was unable to recollect any details and none of the product was returned. The comment was taken as fact and 30 reports have been submitted.

Manufacturer narrative:
(B)(4). Date of event estimated as (B)(6) 2013 the customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during an unspecified coronary intervention, an un-specified device was being prepared for use inside the patient anatomy. An attempt was made to remove residual air from the device by pulling negative; however, air was suddenly pulled into the stopcock by the inflation device. A new stopcock was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stopcock was not returned for analysis; however, the manufacturing group confirmed a possible product deficiency related to leaks in the stopcock. A query of the complaint-handling database was performed and revealed no other incidents reported from this lot. However, based on an expanded investigation, a product issue related to leaks for vendor lot-specific stopcock body molds was identified. Further assessment of this issue per site operating procedures is being performed and appropriate corrective and preventive actions will be implemented accordingly.